Manufacturer narrative:
Pump received with stripped battery cap coin slot, cracked battery tube threads, minor scratched display window and bleeding lcd glass. (B)(4).

Event description:
Customer reported via phone call that battery cap could not be removed due to extreme corrosion. Customer's blood glucose was 103 mg/dl. Customer was not able to remove battery cap with coin or screw driver. Customer was advised that insulin pump would need to be replaced.